Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy surgery the suture of the device broke during tightening. No part of the device broke off inside the patient. The suture was reinforced with a fiberwire. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.